Manufacturer narrative:
Cine review: the returned images show severe narrowing of the lad and lcx vessels. There is a severe blockage of the lad vessel. The images show a previously deployed stent in the lad vessel. Cag shows the vessel being pre-dilated with a balloon and the lcx was also pre-dilated. The images appear to show a dislodged undeployed stent in the lad vessel. The images shows the attempt to retrieve the dislodged stent. The image shows the attempt to position a balloon across the dislodged stent and the crushing of the dislodged stent against the vessel wall. The dislodged stent is crushed against the vessel wall with a deployed stent. Further images show a number of balloons and stents being used in the vessel including a kissing balloon technique. The images fail to confirm the stent deformation of the resolute onyx stent. The final images show the treated vessels with the arteries widened. (B)(4).

Event description:
It was reported that the physician was attempting to treat the ostium of the diagonal branch and the proximal circumflex, the lesion was slightly calcified and moderately tortuous exhibiting 90% stenosis. The physician intended to use a resolute onyx (rx) drug eluting stent. The device was removed from its packaging as per IFU and inspected with no issues noted. No difficulties noted when removing the protective sheath, no issues on inspection. Negative prep was preformed successfully. Lesion was pre-dilated. During the procedure, the device passed through a previously deployed stent in the lad and resistance was encountered and excessive force used. Inflation device remained on neutral pressure. Following failed delivery and during removal difficulties were reported due to interaction with another stent implanted in the lad. The stent dislodged from the delivery system. An attempt was made to snare the stent but was unsuccessful. The stent was crushed, first using an nc balloon and after that a new stent was used to crash the stent between the 2 stents, the new one and the old one that was in the lad. The physician continued the procedure and attempted to deliver another resolute onyx. The device was prepped and inspected per IFU with no issues noted. Negative prep was performed successfully. During delivery, the device passed through a previously deployed stent in the lad. Resistance was encountered, no excessive force was used. Stent deformation occurred in vivo during positioning, the proximal part of the stent was reported to be deformed, the device failed to cross. Removal difficulties were reported due to patient morphology and interaction with another device. The lesion was treated with poba. Patient is reported to be alive with no injury. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.